Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized for one day, date not specified, due to diabetic ketoacidosis (dka). No additional information provided. Tandem technical support made multiple follow up attempts with the customer, however, no response received.